Event description:
During the negative prep on the back table, the tech noted that the stent was offset/out of position on the balloon. The device was put aside and was not used in the patient. The procedure was successfully completed with another device. There was no patient injury. The device has been returned to cordis for testing and analysis, the results of which are pending.